Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Review of event description: it was reported that the patient was implanted a biolox delta liner and head on (B)(6) 2016 and after approximately 6 weeks ((B)(6) 2016) he felt pain in hip and was unable to walk. The patient was revised due to broken and dislocated biolox delta taper liner. The ceramic head was replaced with option ceramic head. Note: the biolox delta taper liner is not sold in the USA. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis using dfmea: fracture of ceramic liner caused by head due to liner design - too thin, wrong material, wrong diameter (includes potential to have microseparation): not possible: push-out-tests ceramic liners with different shells certifies the liner design. Fracture of ceramic liner caused by head due to articulating surface wear: possible: the product was not received for the investigation, therefore cannot be excluded. Fracture of ceramic liner caused by head due to mismatch of head/liner articulation diameters: not possible: the sizes of the head and the liner are matching. Fracture of ceramic liner caused by head due to surgeon chooses wrong size liner: not possible: size of the liner/head and liner/cup are matching. Fracture of ceramic liner caused by head due to surgeon does not follow surgical technique: possible: it is reported that the surgery was performed well, but cannot be excluded as it is not certain that the surgical technique was 100% followed. There is also no surgical report confirming that. Liner fracture caused by stem due to malpositioned liner: possible: no x-ray was received to confirm the correct positioning of the liner, therefore cannot be excluded. Conclusion summary in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Misaligned fixation of the insert in the metal shell is the most likely reason for the fracture of the insert. However, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore an exact root cause could not be determined. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 on (B)(6) 2016. The patient felt pain in the hip and was unable to walk on (B)(6) 2016. Examinations and x-rays showed that biolox delta taper liner was broken and dislocated. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the biolox delta taper liner. The biolox delta taper liner is not sold in the USA.

Manufacturer narrative:
Additional information and x-rays were received on september 1, 2016. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient was implanted a biolox delta liner and head on (B)(6) 2016 and after approximately 6 weeks ((B)(6) 2016) he felt pain in hip and was unable to walk. The patient was revised due to broken and dislocated biolox delta taper liner. The ceramic head was replaced with option ceramic head. Note: the biolox delta taper liner is not sold in the USA. Review of received data post operation x-rays dated (B)(6) 2016 shows the right thr. Liner position seems without problem. No abnormalities observed. X-ray dated (B)(6) 2016 shows the broken ceramic pieces inside the body. X-ray dated (B)(6) 2016 shows the right thr after the revision surgery. Head is changed with a biolox option ceramic head. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer (B)(4). Root cause analysis using dfmea: fracture of ceramic liner caused by head due to liner design - too thin, wrong material, wrong diameter (includes potential to have microseparation) => not possible: push-out-tests ceramic liners with different shells certifies the liner design. Fracture of ceramic liner caused by head due to articulating surface wear => possible: the product was not received for the investigation, therefore cannot be excluded. Fracture of ceramic liner caused by head due to mismatch of head/liner articulation diameters => not possible: the sizes of the head and the liner are matching. Fracture of ceramic liner caused by head due to surgeon chooses wrong size liner => not possible: size of the liner/head and liner/cup are matching. Fracture of ceramic liner caused by head due to surgeon does not follow surgical technique => possible: it is reported that the surgery was performed well, but cannot be excluded as it is not certain that the surgical technique was 100% followed. There is also no surgical report confirming that. Liner fracture caused by stem due to malpositioned liner. => not possible: x-ray shows that the liner position is okay compared to the stem and there seems to be no contact bewtween the stem and the liner. Conclusion summary in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Misaligned fixation of the insert in the metal shell and 3rd body leftover between the ceramic head and the ceramic liner are the most likely reasons for the fracture of the insert. However, operative notes, office visit notes, nor devices or photos of the explanted implants were received. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Note: the patient underwent a revision surgery due to the breakage of the biolox delta taper liner, however the biolox delta taper liner or as similar device is not sold in the USA, thereof for the biolox delta taper liner no medwatch is filed. This medwatch is submitted for the head, which was implanted together with the liner. The head itself is not fractured but was explanted together with the broken liner. Only the liner was returned for investigation and the device analysis investigation results reflects the liner. The product location of the head is unknown and it is not available for an investigation. No trend considering the following event is identified: revision due to implant breakage. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported that the patient had biolox delta liner and head implanted on (B)(6), 2016. On (B)(6), 2016 the patient felt pain in hip and was unable to walk. Therefore he underwent revision surgery on (B)(6), 2016 due to insert breakage. The ceramic insert was revised and ceramic head was replaced with option ceramic head. Review of received data - pre-op ap view x-ray shows the severe arthritis presence on the left hip. - post-op ap view x-ray dated (B)(6), 2016 shows the left thr. Liner is observed to have protruded and not seating in correct position. - ap view x-ray dated (B)(6), 2016 shows the broken ceramic pieces inside the body. - ap view x-ray dated (B)(6), 2016 shows the left thr after the revision surgery. Position of the components look normal. Devices analysis for the investigation of the case, the broken ceramic liner was received in 2 large pieces. The ceramic insert cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert. This secondary metal transfer was produced by rubbing between metal parts and the fragments of the ceramic insert after the primary fracture event. Thus , it does not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected in region g/h of the insert. Such metal transfer patterns cannot be found on the provided fragments of the insert. This indicates an insufficient or misaligned fixation of the insert in the metal cup. Additionally, metal transfer can be found on the transition l/j. This metal transfer indicates a misaligned position of the insert in the metal cup, too. However, it cannot be decided clearly, whether this metal transfer occurred prior to or after the primary fracture event. Intensive metal transfer can be found on the rim of the insert on both fragments. This metal transfer indicates impingement between the metal stem and the ceramic insert and supports the assumption of a tilted position of the insert within the cup. The fragments have been rubbed against each other in the time between the primary fracture event and the delivery of the fragments for the investigation. Due to this mechanism secondary chipoffs occurred on the fracture surfaces. Therefore information probably got lost which might have been helpful in the failure analysis. Due to that fact and due to missing fragments the primary fracture surface and the fracture origin cannot be found. On the transition angle of the insert a small area of stripe wear can be found. The occurrence of stripe wear next to the rim region of the insert indicates an edgeloading situation or recurring subluxations. - the density was determined on the fragments of the insert. The measured average relative bulk density is complying with the delivery specification for biolox®delta components(larger than or equal to 99 %). Review of product documentation - the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. - material certificate is reviewed and it is confirmed that the product was manufactured according to the specifications. Root cause analysis root cause determination using dfmea: - fracture of ceramic liner caused by head due to liner design - too thin, wrong material, wrong diameter (includes potential to have microseparation) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - liner fracture caused by stem due to articulating surface wear => possible: stripe wear noticed next to the rim region indicates an edge-loading situation or recurring subluxations. - fracture of ceramic liner caused by head due to use of unapproved (non-ceramic and competitor) head => not possible: product combination is approved. - fracture of ceramic liner caused by head due to mismatch of head/liner articulation diameters (zimmer delta head) => not possible: head/liner articulation diameters are matching - fracture of ceramic liner caused by head due to surgeon chooses wrong size liner => not possible: size of the metallic shell is matching with size of the liner. - fracture of ceramic liner caused by head due to surgeon does not follow surgical technique => possible: as the metal transfer on the ceramic insert and post-op x-ray show that insert was not correctly positioned in the metallic shell. - liner fracture caused by stem due to malpositioned liner => possible: as the metal transfer on the ceramic insert and post-op x-ray show that insert was not correctly positioned in the metallic shell. Conclusion summary according to the event, patient underwent a revision surgery due to ceramic liner breakage after 6 weeks in-vivo time. For the investigation of the complaint we have received a broken ceramic insert. The density of the insert was analysed and found to be complying with the delivery specification for biolox@ delta components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Investigation of the insert showed that an insufficient or misaligned fixation of the insert in the metal shell during the surgery is the most likely reason for the fracture of the insert. The received 2 days post-op x-ray also confirms the wrong position of insert in the shell. The observation of the stripe wear on the insert due to edge loading can be also assumed to be caused by malposition of the insert. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).